Event description:
It was reported the patient felt the stimulation stronger from time to time if they were sitting in an office chair compared with a standing position. It was stated this happened typically when the patient was switching the device on again after having it switched off for voiding or defecation. It was noted the patient also felt sudden strong electrical pulses, described as pain, when using the subway. It was stated this happened twice between the same stations and lasted about two minutes and then the patient felt the same stimulation as before. It was reported there was no injury to the patient and no actions were required as a result of the event. It was later reported the patient was happy with their therapy but wanted to report these events.

Manufacturer narrative:
(B)(4).